Manufacturer narrative:
Concomitant medical products: product ID 3888-45 lot# va1g4lv implanted: (B)(6) 2020 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name pisces-quad; product ID 3888-45 (lot: 0207067189); product type: 0200-lead; implant date; explant date g2: the country of the event is gb h6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an I mplantable neurostimulator (ins). It was reported that the patient reported a loss of efficacy on (B)(6) 2024. On interrogation electrode 7 is out of range on (B)(6) 2024. Re-programmed and awaiting outcome at next review. The etiology was a causal relationship of the event to the device or therapy, not related to the implant procedure, and the device was a lead. Interventions taken were that the entire system was reprogrammed on (B)(6) 2024. The event resulted in an unscheduled clinic or office visit. The outcome was listed as ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider of a clinical study reporting that the outcome was resolved without sequelae on (B)(6) 2024.

Event description:
Additional information was received from the clinical site. It was reported that at the (B)(6) 2024 review, the patient reported only 10% relief and that their leg never had been covered with the device. The patient was reprogrammed and reviewed again on (B)(6) 2024 where they had symptoms of overstimulation. It was advised to reduce amplitude and for there to be another review appointment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.